Manufacturer narrative:
(B)(4). The complaint could not be verified. The device could be interrogated normally on the programmer and was found in eri since (B)(6) 2016. Review of available measured data showed normal battery voltage and impedance trends. Based on the average current consumption and the as-received high output programmed settings, the longevity of the device is considered normal.

Event description:
It was reported that the patient presented for a routine follow-up and the pulse generator could not be interrogated. The device was successfully explanted and replaced. The patient was stable and post surgery.